Event description:
Testing by service center found the ventilator shut down with an alarm and then restarted. Reset was displayed and the ventilator kept resetting continuously. The reported problem did not happen while on a pt.